Event description:
It was reported that recently the pt had a kid jump on her back and since that time she had experienced increased pain. In 2008, when the hcp tried to do a catheter dye study. It was inconclusive, because they were unable to aspirate from the catheter access port. The hcp planned to revise the catheter. The pt outcome was reported as "no injury". The device system was used to deliver dilaudid.

Manufacturer narrative:
.